Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hemorrhage and vascular injury/tissue damage are listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device evaluated by MFR: device return status updated from yes to no.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a proglide device, using the pre-close technique, prior to an impella assisted procedure. Reportedly, the proglide device was difficult to advance. When an attempt was made to remove the proglide device, the device was stuck and broke in pieces. The guide and one half of the proglide foot were broken off. The foot plate was never opened. A surgical cutdown was performed to remove the proglide device pieces. An endarterectomy was performed and a bovine patch was used to repair the artery. Three units of blood were administered. Medications were given. At the end of the procedure, the foot plate and link were missing. It is unknown if it embolized down the patient leg or if it was lost on the scrub table. The impella assisted procedure was aborted. There was a 3 hour clinically significant delay in the procedure due to the surgery. No additional information was provided.